Event description:
Procedure type: roux-en-y gastric bypass. According to the reporter: the device was placed down the esophagus to exit the pouch when the surgeon met resistance. The surgeon pulled the device, and the tube separated from the anvil and the anvil was left in the esophagus. An esophagus scope was used to remove the anvil from the throat. The surgeon tried to create a linear anastomosis, but there was not enough mobility in the small intestine to bring it up to the gastric pouch. The bypass was aborted, and the stomach pouch was reconnected to the remnant stomach to complete the gi tract. A leak test was done on the gastrogastrostomy, and the results were good. Surgery time was extended two hours. No abnormal bleeding was reported. The bypass was not able to be completed. The surgeon intends to attempt a lap band procedure in approximately two months.